Event description:
Unomedical reference number (B)(4). Event occurred in (B)(6). The patient had an issue with device, the tubing of the infusion set was getting detached from the cannula and it was not for the first time. When the patient was inserting the device, it looked intact however, the patient was experiencing the issue after the patient had used the infusion set for a couple of days. No further information available.